Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("several physical complaints"). The patient was treated with surgery (device removal). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("several physical complaints"). The patient was treated with surgery (device removal). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.